Event description:
The patient experienced increased pain and a seroma in the old pump pocket location. A contrast study revealed that the patient's catheter had an atraumatic break in the subcutaneous section of the catheter; csf (cerebrospinal fluid) free-flow was maintained. There was slight extravasation into the tissues. The catheter was surgically repaired. The patient recovered without sequela. The medication being delivered via the device system was morphine sulfate.

Manufacturer narrative:
(B) (4).